Event description:
During an endoscopic procedure, the physician used a cook endoscopy tracer hybrid wire guide. After use of the wire guide, what was reported as "small pieces of plastic" were seen in the pt's duodenum. The wire guide was removed from the pt and examined. The user noted approximately 1cm of the wire guide coating was missing from the wire guide and this appeared to be what was observed inside the pt. The physician stated the pieces of wire guide coating should pass in the pt's stool without causing any injury. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
G3: the designated complaint handling unit (customer quality assurance dept.) Became aware of this event on 1/28/2008 by viewing the maude database on FDA's website. Customer quality assurance had no prior knowledge that this occurred. The initial reporter informed the local company rep of this occurrence in 2007. The designated complaint handling unit (customer quality assurance) did not become aware of this occurrence until 1/28/2008. These dates are documented. Eval: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the device was not returned for eval. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: the instructions for use for the tracer hybrid wire guide describe the appropriate flushing techniques. These include the following: flush the wire guide holder prior to removal of the wire guide and flush the accessory channel of the endoscope and/or wire guide lumen of the accessory device prior to inserting wire guide. The instructions for use instruct the user that the wire guide should be kept wet for best results. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to damage to the wire guide coating. Resistance in transversing a difficult stricture could have contributed to this observation. If the wire guide receives pressure due to resistance, this can contribute to wire guide coating damage. Damage to the coating can occur if add'l pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s). The integrity of the wire guide coating may become compromised if add'l pressure is applied. Prior to distribution, all tracer hybrid wire guides undergo a visual inspection to ensure device integrity. Corrective action: no corrective action warranted at this time because this report was unable to be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.